Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician attempted to place a taxus express2 3.0x28mm drug eluting stent to the 70% stenosed lesion located in the moderately tortuous, moderately calcified, mid left anterior descending (lad) artery. The lesion was not pre-dilated. The physician encountered resistance upon insertion and when withdrawn the shaft broke off. The procedure was successfully completed using another taxus stent, same size. No pt injuries or complications occurred. Pt status is satisfactory.